Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the instrument was fully applied. There were staple presence markings on the pushers. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. It was reported that the staple guide that was attached to the to the end of stapler disengaged after firing and the donut was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is handled rough. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ivor lewis esophagectomy procedure, at the time of creating the anastomoses of the esophagus, the staple guide that was attached to the end of stapler disengaged after firing. The components did not fall off the stapler into the cavity. It was noted that after the surgeon removed the stapler with the anvil still attached to the stapler, the white staple guide was hanging from the spike. Afterwards, when the tissue donuts were inspected, they were both incomplete and was not in the shape of a ring. The surgeon performed multiple scopes/leak tests to make sure there was no anastomotic leak. This led to about 30 minutes extended surgical time and 2-day extended hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.